Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had turned off their therapy yesterday and went to turn it back on but saw a power-on-reset (por) warning message. No symptoms were reported. The patient was redirected to their healthcare professional (hcp) to have the message cleared. There were no further complications reported or anticipated.